Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implantable pump. The indication for use was intractable spasticity. The patient reported that they had their pump for 10 years and recently had to have a new pump replaced due to normal battery depletion. Per the patient, ever since they got a new pump they've had severe spasms and pain in their back and more recently had pain around the pump stating "the pump seems to have shifted" and the patient can feel pump closer to the surface of their skin. The patient confirmed no falls/trauma, and stated they were told it was sutured in place. The patient had the pump checked multiple times and were told everything is fine and were scheduled for a dye study yesterday but as they were headed into the building, the healthcare provider called and canceled because there was no company representative there. The patient had multiple questions regarding the device and requested information regarding home infusion companies /healthcare providers in their area. The patient was redirected back to their healthcare provider.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2015 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider stated the patient devices are working fine, a pump/catheter revision was scheduled.

Event description:
Additional information received reported that the pump caused great pain and discomfort. The patient stated they were on high dose of baclofen gabapentin and there was a kink/100% blockage in the catheter. Per the patient they have worked with multiple healthcare provider¿s and emergency rooms. The patient was having severe whole body spasms, severe pain - 12 out of 10, and they were in bed for 10 weeks. The patient contacted the healthcare provider who directed them to the ER to rule out infection, there was no sign of infection. Per the patient the pump was checked and "the computer" said the pump was working fine. The patient suffered for 2 months, couldn't get out of bed and severe pain, before they discovered the kink and fixed it. At refill there was 3x the amount of medication left over than there should have been.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2015, product type catheter. Product ID 8780, serial# (B)(6), implanted: (B)(6) 2015, product type catheter. Section d information references the main component of the system. Other relevant device(s) are : product ID: 8780, serial# (B)(6). Ubd 2017-06-08. UDI# (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was indicated that two days after the new pump was implanted the patient experienced symptoms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.